Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection had occurred. The complaint device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. Dexcom was made aware on 02/06/2019, that on (B)(6) 2019, a loss of connection had occurred.

Manufacturer narrative:
(B)(4). Initially this event was reported as a reportable malfunction. Upon further review it was determined that this event does not meet the criteria of a reportable complaint. MFR 3004753838-2019-020488 was reported in error. Please disregard initial reporting of this event since this has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that the report was submitted in error. Signal loss did not occur and therefore the criteria of a reportable complaint is not met as per the code of federal regulations.